Event description:
A facility reported that the mayfield composite series skull clamp (a3059) has slippage issues. The facility has not reported if there was patient involvement, injury or surgical delay related to this event.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
The mayfield composite series skull clamp (a3059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: the investigation of the returned device showed that the reported complaint was confirmed from the evaluation. Unit received with the mayfield 2 lock having up and down movement and the teeth were grinding when rotated. General maintenance performed and all worn components were replaced with new parts. Root cause: complaint confirmed via inspection of the unit. The rocker arm assembly had up and down movement, requiring replacement of worn components. Probable root cause is routine use and wear and lack of preventive maintenance. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward.